Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer completed the load process and resumed insulin without further guidance from technical support, as caller declined assistance with filling and loading a new cartridge.